Event description:
Per the clinic, the patient experienced a magnet dislodgement (date not reported) subsequent to experiencing an electric shock during a thunderstorm. The patient was hospitalized due to pain (date and duration not reported).